Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the cutter was faulty during a vitrectomy procedure. The condition of aspiration was unknown. The cutter was changed. Patient impact is unknown. Additional information has been requested but not received.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned by the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).